Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. This is considered to be an unfortunate incident. The patient was paralyzed on the left side of his body, as a result of a stroke. When the patient table was raised, the fourth finger of the patient's left hand was pinched between the patient table and top board of the flex trak. This resulted in a fracture of the fingertip. During handling and movement of the patient the operator should always check the patient's hands and make sure there are no cable or extremities positioned such that they can be caught. In this case no arm guides were used to position the patient.

Event description:
Philips received a report from a customer related to a pinching incident. A patient was transferred to the MRI table using an mr flex trak trolley. When the table was moved upwards, the patient's hand got caught between the patient table and top board of the flex trak. As a result of this the fingertip of the fourth finger of the patient's left hand fractured.

Manufacturer narrative:
Filled in usage of device.